Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the cup at bone to implant interface. Doi: (B)(6) 2010; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) and medical records received. After review of medical records, it was stated that the patient was revised to address metallosis and pseudotumor. Revision notes indicate that cloudy fluid was retrieved from the joint and sent to the lab for testing. The abductors were found to be destroyed as a result of the metal on metal reaction causing metallosis and pseudotumor. There was destruction of the superior rim of the acetabulum to the point where two-thirds of the superior portion of the cup was uncovered superiorly, but the anterior and posterior columns were intact.